Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2025 product type catheter. Product ID 8578 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 28-oct-2013, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(6), ubd: 13-jun-2026, UDI#: (B)(4). H11 ¿ the manufacturer¿s device registration system indicates that a new device system was implanted on (B)(6) 2025 as planned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The patient¿s medical history was chronic pain. The indication for device system use was spinal pain and non-malignant pain. It was reported that the patient came into the ER (emergency room). Per the reporter, the home health agency was unable to fill the pump, and a seroma/swelling was noted near the pump pocket. It was noted that the patient was large, so it was hard to tell in certain positions. Per the reporter, they were unable to interrogate the pump through the skin, the pump was hard to locate through the skin, and the pump was empty due to a possible flip because the home health agency could not refill it. It was noted that pump maneuvering had been tried. When the physician opened the pump pocket, there was approximately 200-300 ml of fluid in the pocket. During the procedure, the catheter was found fractured in the pocket and on removing the pump from the pocket, the p ump sutures were still attached to the pump and tissue was noted on the sutures. The pump and portion of the catheter attached to the pump was removed. The physician was initially going to replace the pump and put it in the patient¿s flank/buttocks but decided to let the pocket heal and replace it next week on (B)(6) 2025.